Manufacturer narrative:
4/29/2020 - suspected fracture; lead was explanted. Should additional information be received, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that noise on this lead caused inappropriate shock. Lead remains implanted at this time but will be removed. Should additional information be received, this file will be updated.

Manufacturer narrative:
On (B)(6) 2020 - suspected fracture; lead was explanted. Should additional information be received, this file will be updated. Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the df-4 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually analysed. During the analysis two puncture marks into the insulation were found (approx. 8 cm distal to the df-4 connector pin), which most likely occurred during the explantation procedure. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing leading to shock. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.